Event description:
It was reported that a malfunction occurred when the pump hit the counter while the patient was trying to change the infusion set, resulting in a malfunction code malf 9 being displayed. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code appears again. The caller acknowledged and understood the instructions provided.